Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range right atrial (ra) lead pacing impedance measurements greater than 3000 ohms. Technical services (ts) analyzed device episode data and found that there was a false stored atrial tachy response (atr) episode due to oversensing of respiratory rate trend (rrt) noise. Ts recommended reprogramming the rrt feature to be passive. It was noted that physician wants to continue monitoring the lead without further action. The ra lead is a non-boston scientific product. No adverse patient effects were reported. Currently, this crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range right atrial (ra) lead pacing impedance measurements greater than 3000 ohms. Technical services (ts) analyzed device episode data and found that there was a false stored atrial tachy response (atr) episode due to oversensing of respiratory rate trend (rrt) noise. Ts recommended reprogramming the rrt feature to be passive. It was noted that physician wants to continue monitoring the lead without further action. The ra lead is a non-boston scientific product. No adverse patient effects were reported. Currently, this crt-d remains in service.